Event description:
Reverse osmosis water system failed during first hour of hemodialysis treatment. Treatment interrupted to obtain and set up new equipment. There was no harm to the pt. Error code 22 - system shutdown. Biomed staff discovered that the carbon tank in the machine was inserted upside down. This was the 2nd reverse osmosis machine to fail, biomed found that all 8 of the facility's reverse osmosis machines had the same problem. The carbon tanks are inserted by the maintenance company's technician as part of the annual preventative maintenance. The facility contracts this maintenance out to seimens, the maintenance company - siemens - was notified and returned to the facility and replaced the carbon tanks on all 8 machines on 7/17/08. Fyi: 1st reverse osmosis machine w/error code 22-system shutdown was in 2008 - event - with no harm to pt - model #eco ro dia-70 - purch date/approx age: 4/6/2006 - and the 2nd reverse osmosis machine is the one listed in this report.